Manufacturer narrative:
Product event summary:the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on a lead was beyond the expected lower range and pacing capture threshold in the rv (right ventricle) was elevated. Concomitant product(s): 5076-45, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon device interrogation, high capture management thresholds were seen on the right ventricular (rv) lead occurring around (B)(6) of 2015. Abrupt impedance drop occurred during the same time as elevated threshold on rv lead. The cause is unknown cause, however, thresholds and impedance appear stable at this time. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.